Event description:
It was reported that the jetstream catheter stopped rotating and the wire became stuck. A 2.4 mm jetstream xc atherectomy catheter was selected for treatment of the deep femoral artery. After 5 minutes into the procedure using blades down mode, the catheter got blocked and was no longer rotating. The thruway guidewire became stuck in the catheter, and the surgeon had to remove the whole system together. The procedure was completed with an alternate device without sequelae.

Manufacturer narrative:
Device eval by manufacturer: this 2.4 mm jetstream xc atherectomy catheter was returned for analysis and connected to the console per the instructions for use. Functional analysis determined the blades were not spinning. Guidewire insertion testing was performed with no issues. The device was visually and microscopically inspected revealing kinks/buckling between 1-22 cm from the tip and also revealed cracks in the outer shaft at 1.5 cm from the tip. Analysis confirmed damage related the blades not spinning; however, the guidewire entrapment was not able to be confirmed.

Event description:
It was reported that the jetstream catheter stopped rotating and the wire became stuck. A 2.4 mm jetstream xc atherectomy catheter was selected for treatment of the deep femoral artery. After 5 minutes into the procedure using blades down mode, the catheter got blocked and was no longer rotating. The thruway guidewire became stuck in the catheter, and the surgeon had to remove the whole system together. The procedure was completed with an alternate device without sequelae.